Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during an ablation procedure, with the electrode in correct placement, the generator would not activate due to high impedance. The electrode was repositioned and ablation restarted, but the generator still registered high impedance. The orthopaedic surgeon curetted the osteoid and repositioned the electrode again, but it still wouldn't work. The doctor then injected a small amount of saline into osteoid and restarted the generator. The cycle started. After 1 min, the cycle stopped due to a surface burn on the pt's skin around the electrode placement. The ablation procedure was stopped, the electrode removed, and the small burn was dressed with jelonet and melonin dressing.